Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The outer shaft was kinked and buckled. The kink was at the nosecone. The buckling was in 2 places on the shaft, 1 at 44cm from the nosecone and the other at 53cm from the nosecone. The middle shaft had been partially severed and the severed part was not returned including the marker band. The stent was returned and still inside of the middle shaft. The proximal shaft and the inner shaft were completely separated from the handle and not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment and catheter removal difficulties occurred. After the popliteal artery was punctured with a 30cm non-bsc guide catheter, vascular access was obtained via contralateral approach with a 6f 55cm non-bsc guide catheter. The 50% stenosed target lesion was located in the severely tortuous and severely calcified left superficial femoral artery (sfa). Due to severe calcification, the guide catheter was unable to completely cross the lesion, but the procedure was continued despite this. After a 0.018 non-bsc guide wire was advanced to the lesion, another 300cm non-bsc guide wire was inserted into the guide catheter. Subsequently, pre-dilatation was performed with a 3.0x150mm non-bsc balloon catheter, intravenous ultrasound (ivus) observation was performed with an atlantis imaging catheter, and additional dilatation was performed with a 5.0x100mm sterling balloon catheter. A 6 x 180 x 130 innova stent was then advanced to treat the lesion. During deployment, the physician turned the thumb wheel with no difficulties until about 2 to 3 cm of the stent was deployed and the thumb wheel stopped turning. Since the stent was not completely deployed, the physician attempted to withdraw the whole system but was unable to do so. The device could not be withdrawn into the introducer sheath. Subsequently, the patient was transferred to another hospital for a surgery. During the surgery, the innova stent was cut and the whole system was able to be removed. Artificial blood vessel was implanted into the patient. The procedure was completed with a 6 x 180 x 135 innova stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent partial deployment and catheter removal difficulties occurred. After the popliteal artery was punctured with a 30cm non-bsc guide catheter, vascular access was obtained via contralateral approach with a 6f 55cm non-bsc guide catheter. The 50% stenosed target lesion was located in the severely tortuous and severely calcified left superficial femoral artery (sfa). Due to severe calcification, the guide catheter was unable to completely cross the lesion, but the procedure was continued despite this. After a 0.018 non-bsc guide wire was advanced to the lesion, another 300cm non-bsc guide wire was inserted into the guide catheter. Subsequently, pre-dilatation was performed with a 3.0x150mm non-bsc balloon catheter, intravenous ultrasound (ivus) observation was performed with an atlantis imaging catheter, and additional dilatation was performed with a 5.0x100mm sterling balloon catheter. A 6 x 180 x 130 innova¿ stent was then advanced to treat the lesion. During deployment, the physician turned the thumb wheel with no difficulties until about 2 to 3 cm of the stent was deployed and the thumb wheel stopped turning. Since the stent was not completely deployed, the physician attempted to withdraw the whole system but was unable to do so. The device could not be withdrawn into the introducer sheath. Subsequently, the patient was transferred to another hospital for a surgery. During the surgery, the innova¿ stent was cut and the whole system was able to be removed. Artificial blood vessel was implanted into the patient. The procedure was completed with a 6 x 180 x 135 innova¿ stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The outer shaft was kinked and buckled. The kink was at the nosecone. The buckling was in 2 places on the shaft, 1 at 44cm from the nosecone and the other at 53cm from the nosecone. There was an indication of a partial piece of the stent inside of the middle shaft when returned. The middle shaft had been severed and the severed part was not returned, including the marker band. However, the severed parts photographs were taken and submitted for investigation review. The parts that did not return looked to be very badly damaged according to the pictures that were submitted. With not all of the pieces returned, it was very difficult to do a complete investigation. The proximal shaft and the inner shaft were completely separated from the handle and not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment and catheter removal difficulties occurred. After the popliteal artery was punctured with a 30cm non-bsc guide catheter, vascular access was obtained via contralateral approach with a 6f 55cm non-bsc guide catheter. The 50% stenosed target lesion was located in the severely tortuous and severely calcified left superficial femoral artery (sfa). Due to severe calcification, the guide catheter was unable to completely cross the lesion, but the procedure was continued despite this. After a 0.018 non-bsc guide wire was advanced to the lesion, another 300cm non-bsc guide wire was inserted into the guide catheter. Subsequently, pre-dilatation was performed with a 3.0x150mm non-bsc balloon catheter, intravenous ultrasound (ivus) observation was performed with an atlantis imaging catheter, and additional dilatation was performed with a 5.0x100mm sterling balloon catheter. A 6 x 180 x 130 innova&#10259;tent was then advanced to treat the lesion. During deployment, the physician turned the thumb wheel with no difficulties until about 2 to 3 cm of the stent was deployed and the thumb wheel stopped turning. Since the stent was not completely deployed, the physician attempted to withdraw the whole system but was unable to do so. The device could not be withdrawn into the introducer sheath. Subsequently, the patient was transferred to another hospital for a surgery. During the surgery, the innova stent was cut and the whole system was able to be removed. Artificial blood vessel was implanted into the patient. The procedure was completed with a 6 x 180 x 135 innova stent. No further patient complications were reported and the patient's status was stable.